Event description:
Allegations of breast pain, painful gums, sore teeth, cramping pains throughout the leg muscles and buttock area, sore joints, difficulty in talking with soreness and numb feeling in lower jaw and chin area, pain in lower abdominal area and ovary region, blurred vision, and headaches.